Manufacturer narrative:
Findings: no button error alarm noted. Unresponsive esc button due to moisture damage on keypad trace. Unable to perform displacement test due to unresponsive button. Unit had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, missing end cap sticker and scratched reservoir tube window.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 35 mg/dl at the time of the call. The customer treated their blood glucose with food. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.